Event description:
Biomed called indicating that he was provided with the following information by respiratory: "during use on adult mode vol/ac (vt 650, rate 16 and peep 5) the monitor vt was displaying 50% less from set vt during patient/vent rounds by the rt, the rt checked for circuit/connector/interface leak and was not able to resolve. The patient was placed on another vent no patient harm noted." According to the biomed the unit passed extended system testing. Monitored vt was also within spec., however it was displaying a 8% machine sensor leak. Biomed stated that he will calibrate the exhalation flow transducer and replace the exhalation flow sensor; and if the issue does not resolve he will have field service come onsite.

Manufacturer narrative:
(B)(4). Biomed called back, indicating that he was unable to duplicate the reported issue. He also did not have original patient circuit or any alarms information. Carefusion technical support advised him to ask respiratory if this ventilator was alarming at the time of the incident, and if so to perform a complete operational verification procedure (ovp), then test the ventilator to see if he can't duplicate the problem. Biomed agreed to follow the recommendations, and stated that he would call back if he needs more information. As of june 23, 2015, biomed has not called back for any further assistance.